Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display anomaly due to buttons not responding. Pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had haziness on screen and buttons were less responsive. The customer¿s blood glucose level was unknown. Troubleshooting was completed for no delivery alarm. Customer reported that the event was resolved by changing complete set. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.